Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, targocid treatment was discontinued. At the time of this report, the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by stomach pain. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized, however the patient was treated with vancomycin injection (1gm, intravenous, stat, discontinued on an unknown date), ceftazidime injection (1gm, intravenous, stat, discontinued on an unknown date), and targocid injection (400mg, intravenous, stat) and targocid (200mg, intravenous, ongoing). At the time of this report, peritonitis was not resolved. On an unknown date, the pd catheter was removed and the patient was switched to hemodialysis.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that on an unknown date, the patient had recovered from stomach pain. Should additional relevant information become available, a supplemental report will be submitted.